Manufacturer narrative:
If additional information is provided in the future, a supplemental report will be issued.

Event description:
Plaintiff alleges that from approximately 1976 to 2006, in the course of her work as a nurse for various employers in (B)(6), regularly and frequently used latex gloves manufactured, distributed, sold and supplied by the defendants. Upon information and belief, the use of these latex gloves exposed plaintiff (B)(6) to respirable asbestos fibers from asbestos-containing talc and/or talcum powder sold and/or distributed by defendants, proximately causing her to develop mesothelioma.